Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient was presented with infection and was washed out and treated with antibiotic beads. The patient was revision with a new insert.